Event description:
Educator reported that customer was hospitalized due to diabetic ketoacidosis. Educator also stated that customer did not prime properly and that customer had been trained on priming.